Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in an 84-year-old male patient for protected percutaneous coronary intervention (pci). The patient had a known history of coronary artery disease (cad), and the clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage a. During the intervention, a coronary perforation occurred. The perforation was successfully managed with placement of covered stents. The impella cp device was explanted in the procedure area. The patient survived to explant. Further clinical details were not available at the time of reporting. The reported perforation is a recognized procedural complication associated with complex coronary interventions, particularly in the setting of protected pci and underlying coronary artery disease.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received indicating that the coronary artery perforation occurred during the pci procedure following orbital atherectomy of the left circumflex artery and was not attributed to the impella device. There was no allegation of a device deficiency, malfunction, or adverse event associated with the impella device. Based on the information provided, the complaint was converted to a non-product issue. H6 codes were updated.